Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Upon further investigation of the reported event, it was determined that the patient was not diagnosed with or hospitalized for peritonitis. The patient was hospitalized for unrelated medical conditions. Since the patient was not diagnosed with or hospitalized for peritonitis, an unknown baxter cassette is no longer a suspected product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The past medical history of hypertension is not applicable.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. The patient was discharged from the hospital twenty nine days after hospitalization and was reported to have recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this event.